Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received the pump and the touchscreen is unresponsive. There was no impact to customer's blood glucose level. Customer had not connected to the pump for insulin therapy.